Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. Review of the event history log found the error multiple times. The customer stated problem was duplicated. When the pump was turned on, an alarm occurred with no message, which sounds when the cassette is about to be disconnected, even though no cassette is connected. Possible defective downstream sensor which was replaced and the up-stream sensor was calibrated. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured in 2019, and it is out of warranty therefore, no manufacturing DHR review is needed.

Event description:
It was reported that when the customer turned on the device, "no message" alarm went off. No patient injury was reported.